Event description:
Patient was using the commode after being placed there by the sara lift, both the rn and the na were present. Patient was then transferred back to bed using the sara lift and the patient was almost back to bed, when she slid out of the lift and fell to the floor. Patient did not seem to land hard, the lift was still attached and was able to help soften the fall. Patient was complaining of hip pain after the fall. X-rays were taken and read as bilateral proximal femoral fractures. Patient underwent surgery to repair both hips in 2007.